Event description:
Per the clinic, the patient's rechargeable battery was swollen and the outer plastic cover appeared melted (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.